Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that the primary lens did not pass through the cartridge properly because (in retrospect) the company shooter went over the lens with the plunger. This happened again when using the backup lens. The shooter was exchanged and removed shooter from the set and replaced. Additional information has been requested and received stated that there was a patient contact, the backup lens was successfully implanted with other shooter.

Manufacturer narrative:
The reported handpiece was not received at the manufacturing site for evaluation for the report of plunger went over the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).